Manufacturer narrative:
The reported complaint of a sample port falling off is confirmed from the provided picture; however, the probable cause of the separation cannot be determent without the product available for a full evaluation to determine the cause of the separation. The lot # 3826775 and relevant commodities were reviewed and there were no non-conformances found.

Manufacturer narrative:
The device has been discarded. It is not available for investigation.

Event description:
The event involved a transpac where upon set up the connection fell apart at the blood sampling port. There was no report of human harm, nor adverse event, nor medical intervention.